Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced a high blood glucose. Customer¿s blood glucose level was 500 mg/dl. Customer vomited and treated their high blood glucose levels via insulin pump and manual injection. Customer's current blood glucose level was 170 mg/dl. Customer performed and passed the self test and the device performed as designed. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The insulin pump will be returned for analysis.